Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:10:04. During night drain cycle four, the patient's ultrafiltration reading was 141ml, indicating the home patient (hp) drained 141ml more than their maximum programmed fill volume of 200ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain cycle five was added into the uf reading for drain cycle four due to the patient ending therapy before the drain was completed. The drain volume of drain cycle four was 199 ml, which does not meet iipv criteria. However, the drain volume for drain cycle five was found to be 339 ml, which does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4) the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.